Manufacturer narrative:
This report is submitted on february 14, 2023.

Event description:
Per the clinic, the patient experienced a trauma and subsequent loss of connection to the internal device. The implanted device remains.